Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a horizontal stripe noise during an endoscopy diagnostic procedure involving an olympus gastrointestinal videoscope. The procedure was completed with the same device, and the event occurred during sedation while the device was inside the patient. There was no patient injury reported.